Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of metal broke off from the distal end of the unit, but was retrieved and discarded.

Manufacturer narrative:
The reported cutter tip breakage was confirmed on the returned unit. Pprobable root causes can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly): this contributing factor cannot be confirmed nor ruled out since a dimensional inspection could not be performed. However, there are manufacturing controls in place, such as the "spinning" verification, which help capture any interference issue that the device may have had; thus mitigating the likelihood of this potential contributing factor. Shaver blade comes in contact with a metal object (e.g. Scope) / bone: this contributing factor could cause the cutter teeth to bend outwards and hit the housing window, potentially leading to surface wear/damage and/or tip breakage. Excessive force/torque applied by user (bending/prying): this contributing factor may lead to reduced clearance between inner and outer assemblies, which may lead to surface wear/damage and/or tip breakage. In sum, the reported cutter tip breakage was confirmed on the returned unit.

Event description:
It was reported that a piece of metal broke off from the distal end of the unit, but was retrieved and discarded.